Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a "low" blood glucose (bg) level. A bg value was not provided. Reportedly, the pump basal rate setting needed to be adjusted. Customer consumed carbohydrates to treat the low bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.